Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error and suspected that fibrin in the sample may have caused the discrepant result. No further eval of the device is required. The instrument is performing within specifications.

Event description:
A negative immulite 2500 troponin result was obtained on a pt sample. The sample was repeated and the troponin result was positive. The sample was retested again (2x) and the troponin results were negative which confirmed the initial negative result. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.